Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was implanted. During a routine 45 day follow up examination, transesophageal echocardiogram (tee) revealed a thrombus on the closure device. The patient had not been compliant with the oral-anticoagulation medication regimen post-implant. The patient will remain on anticoagulation medication until the next follow up examination.